Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the returned device found no signs of physical abnormality that could have caused the reported condition. A flow rate test was performed and the flow rate was found to be within the specification range of the product. Continuous flow was observed from the distal luer. The reported condition was unable to be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a folfusor elastomeric device did not infuse. The device was filled with 133.5 ml 5fu and 109.5 ml glucose. This malfunction occurred during infusion. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.